Event description:
Caller reported that battery charge dropped rapidly by 75% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the pump into a power source, and it was confirmed that the battery charge stabilized after being plugged in. Despite no unexpected shutdown, the customer was advised to allow the pump to drain to 1% and then charge for 30 minutes continuously. The caller agreed to monitor the situation and follow up if the issue continued.